Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible occasional oversensed beats on stored electrograms (egm), which may have caused false detection of episode. It was noted that the patient had epicardial temporary leads on post cardiac surgery which was overdriving atrium that is contributing to atrial events. The ra lead remains in use. No patient complications have been reported as a result of this event.